Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 1 year after the dental implant was installed in patient's mouth, it was verified its non-osseointegration. Patient presented bone type iii.